Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was being placed on impella 5.0 for hemodynamic support. It was reported that the patient was positive for heparin-induced thrombocytopenia (hit), the resolution for this issue is unknown. The patient was bleeding internally, and heparin was removed from the purge. Additionally, the device was exhibiting low purge flows and high pressures. The medical staff did not want to give tissue plasminogen activator (tpa) due to bleeding risk. It was reported that the patient was made do not resuscitate, after impella 5.0 support of 190.33 hours, care was withdrawn and the patient expired thereafter. There is not enough information to exclude the impella device as an associated factor in the patient's demise.